Event description:
It was reported that during a bankart surgery when the surgeon grabbed the wire with the barrel pliers and then pulled it out, the wire was torn. There was harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed, the wire returned with the device is damaged and the loop is broken. The lasso itself was found to be undamaged. The cause of the event is undetermined. A likely cause of the event is user-applied mechanical forces.